Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found no major issues in the logs. The fse replaced the drive manifold assembly, 30 psia pressure transducer 1/8 npt muffler, 1/4 np 70 mcm fitting muffler, and the threaded probe temperature sensor as a precaution. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: drive manifold assembly, temp sensor, pressure transducer. These parts were received with a reported unit failure of over temp and shutdown. The fat dept. Installed the above parts into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the 30 psi calibration and the regulator calibration. Both calibrations passed. The fat dept. Then proceeded to boot the unit into clinical mode, performed an autofill and pumped the cardiosave. Cardiosave run time was 5 hours. The fat could not replicate the complaint of over temp and shutdown. The parts passed testing. Retaining the parts in the fat per procedure. Based on the evaluation results provided by the fse, the failure was not reproduced. All parts were replaced as a precaution. The mufflers are not available for return. Therefore, no root cause evaluation can be performed. Root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1: muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat. Contributing cause 2: cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor. Contributing cause 3: the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated. Contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) was overheating and shutting off. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code), h11

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was overheating and shutting off. No patients harmed.